Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient has had an increase in seizures. The patient went to the emergency room, where the patient's generator was interrogated and diagnostics were within normal limits. The patient's generator was disabled to allow hospital staff to evaluate the patient independent of vns stimulations. Additional information was later received from the patient's physician noting the patient has had an increase in seizure frequency, severity and duration. Per the physician, the patient would only average a grand mal seizures once per month, but within the past day, began to experience 5 grand mal seizures. Additional information was received noting the patient's device was left off after her visit to the emergency room, with plans for her neurologist to re-enable therapy at her follow-up appointment. The patient's session report was also provided. No other relevant information has been received to date. No known surgical intervention has occurred to date.

Manufacturer narrative:
B2 outcomes attributed to adverse event, corrected data: initial report inadvertently selected wrong outcome. F10 health effect - impact code, corrected data: initial report inadvertently omitted code f08.